Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the image goes dark when inserted was confirmed. The device evaluation found it was too dark to see the image due to a defective non-olympus brand lamp.. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source image goes dark when inserted. The issue was found during an unknown type of procedure. There were no reports of patient harm.